Event description:
The customer contacted stryker to report that their device was not powering up. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reseated a loose connector at the device's power supply to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. A loose connector was determined to be the cause of the reported issue.